Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent had been deployed from the device and was not returned. The outer sheath had been closed to the tip. No issues were noted with the profile of the device or in movement of the outer sheath along the shaft. No issues were noted with the profile of the stent holder or stent cup. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the carotid artery. An 8.0-21 carotid wallstent was selected for use and advanced to treat the target lesion. While advancing the device towards the lesion, the stent partially deployed. The physician wanted to reconstrain the stent before it reached the mark point; however, the stent could not be reconstrained. The physician retrieved the stent but the stent dislodged into the guiding catheter when the stent had already been outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the carotid artery. An 8.0-21 carotid wallstent¿ was selected for use and advanced to treat the target lesion. While advancing the device towards the lesion, the stent partially deployed. The physician wanted to reconstrain the stent before it reached the mark point; however, the stent could not be reconstrained. The physician retrieved the stent but the stent dislodged into the guiding catheter when the stent had already been outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).